Event description:
During a surgical procedure, the clover drive of the tool broke upon screw insertion. The screw was fully inserted when the tool broke. The clover tip of the tool broke inside the screw. Dr was not able to remove the clover tip from the screw. Surgery continued with no complications to the patient, and with no delay of surgery. Consequently tip was implanted into the patient. It should be noted that the tip is fully incapsulated by the pedicle screw system.

Manufacturer narrative:
Method(s), result(s), and conclusion(s) will be provided in a supplemental report following completion of evaluation.